Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The lesion being treated was located in the proximal left anterior descending artery. The physician implanted a ion stent in the target lesion. Then advanced a nc quantum apex balloon catheter for postdilation. Upon inflating the balloon catheter the ion stent accordioned. The physician postdilated the ion stent again. The procedure was completed by deploying an unknown stent in the target lesion. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).